Event description:
It was reported that patient presented remotely via merlin.net. It was noted that the pacemaker was unable to send remote transmissions. Another transmitter was attempted but was unsuccessful. The device was reset. The patient was in stable condition.